Event description:
The patient reported on(B)(6) 2025 that she experienced skin irritation when using the universal patch device. The patient reported the skin irritation as blisters, bleeding, irritation and redness. The patient reported that she did seek medical treatment and was prescribed adenosine to treat the irritation and supraventricular tachycardia (svt) to slow down the heart rate.the patient did discontinue the use of the device. The patient reported that she followed the skin prep instructions, and also reported that she does have a history of allergies to adhesives and mild allergies to metals. The patient reported that she wants to end service early and was provided with the return instructions.

Manufacturer narrative:
The patient reported on (B)(6) 2025 that she experienced skin irritation when using the universal patch device. The patient reported the skin irritation as blisters, bleeding, irritation and redness. The patient reported that she did seek medical treatment and was prescribed adenosine to treat the irritation and svt to slowdown the heart rate. The patient did discontinue the use of the device. The patient reported that she followed the skin prep instructions, and also reported that she does have a history of allergies to adhesives and mild allergies to metals. The patient reported that she wants to end service early and was provided with the return instructions. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient has a history of allergies to adhesives and mild allergies to metals. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.